Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the revision is as stated in the event, user error in implanting the insert in the initial surgery in that the pe inlay did not seat properly which was discovered during the revision surgery. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the pe inlay did not seat properly and displayed abrasion after the first implant. A revision surgery was performed on (B)(6) 2015 to replace the humeral cup and pe-inlay. No patient injury was reported.